Event description:
The user facility reported a 48-year-old male patient needed mechanical circulatory support. It was reported that the while performing an echocardiogram for placement of the impella cp, a large thrombus was noted. Patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. As the necessary clinical information was not provided, the root cause of the thrombus was not determined. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use provides details on how prevent thrombus formation in the pump. It states the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.